Manufacturer narrative:
The insulin pump was received with no act and up button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Unable to verify for operating currents including low battery, weak battery, battery out of limit or off no power alarm due to no act button response. The insulin pump has minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer's father reported via phone call that they had a keypad anomaly. The customer's father stated the numbers on the insulin pump were scrolling and the buttons were unresponsive while attempting to bolus. It was also found the father could not clear a battery out limit alarm the customer had received. The father also reported a weak battery alarm occurring. Customer's blood glucose was unknown. The customer's father could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.